Event description:
It was reported that this patient with idiopathic ventricular fibrillation (vf) received two appropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) that were not able to terminate the rhythm. Technical services was contacted and noted an option to minimize time to therapy for this patient could include reset of smart charge as well as programming the conditional zone slightly lower. However, this should be an hcp decision based on the clinical status of the patient and activity level. Additionally, checking the x-ray annotations made, technical services confirmed a different system placement could allow additional heart mass coverage. No adverse patient effects were reported. This s-ICD system remains in service. Additional information received indicates a revision procedure was performed, and the patient's electrode was repositioned. However, defibrillation threshold (dft) testing was not successful. The physician decided to explant the entire s-ICD system and replace it with a transvenous system. No additional adverse patient effects were reported. Product return is not indicated at this time.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with idiopathic ventricular fibrillation (vf) received two appropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) that were not able to terminate the rhythm. Technical services was contacted and noted an option to minimize time to therapy for this patient could include reset of smart charge as well as programming the conditional zone slightly lower. However, this should be an hcp decision based on the clinical status of the patient and activity level. Additionally, checking the x-ray annotations made, technical services confirmed a different system placement could allow additional heart mass coverage. No adverse patient effects were reported. This s-ICD system remains in service. Additional information received indicates a revision procedure was performed, and the patient's electrode was repositioned. However, defibrillation threshold (dft) testing was not successful. The physician decided to explant the entire s-ICD system and replace it with a transvenous system. No additional adverse patient effects were reported. Product return is not indicated at this time.